Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s blood glucose level was 15 mmol/l at the time of incident. The customer reported that about a month ago their blood glucose was high and then corrected the settings but then they started running low. The customer changed the settings again then started running high again. The customer treated themselves with manual injections. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer alleged that the insulin pump was under delivering because of the blood glucose. The customer reported that the insulin exited at the quick release. The insulin pump passed the self test passed but customer does not believe that the insulin pump was giving enough pressure. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No delivery anomalies noted during testing. Device functioning properly.